Event description:
In 2008, the pt reported that the down button on his insulin infusion device stopped working yesterday. He stated he also began experiencing blood glucose readings of over 400 mg/dl at mid-day yesterday. He said he felt tired and treated his readings by bolusing insulin. He stated his reading today is 270 mg/dl and he feels better. To troubleshoot, the time and basal rates on his infusion device were checked and confirmed to be accurate. The bolus history could not be checked as the down button was not responding. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.